Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will sent. (B)(4).

Event description:
Report received from USA stating that the device "did not function" during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There was no add'l info provided.